Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they changed the battery but the insulin pump would not recognize that a battery was inserted. They tried 3 batteries but then the display went blank. The customer¿s blood glucose level was 11.3 mmol/l. Troubleshooting was performed. It was found that the battery cap had no contacts. They were advised to revert to their back-up plan until they receive a replacement battery cap. The device will not be returned for analysis.